Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the rf (radio frequency) head failed uplink functional tests; the rf head cable found out of electrical specification. Analysis also found the rf head label was missing the laminate (backing). Concomitant medical products: product ID 229047 analyzer. (B)(4).

Event description:
The rf (radio frequency) head was returned to the manufacturer, analyzed and tested out of specification. No patient complications have been reported as a result of this event.